Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, the loop of the device broke. Nothing fell into the cavity.the procedure was completed with another device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the open sample noted a needle with one partial suture. The other suture was not returned. It was observed, under magnification, that instrument marks were present on the needle body near the needle tip. The visual inspection and functional evaluation of the sealed samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.